Manufacturer narrative:
This report is for one of three devices involved in the event, please refer to report 3013450937-2019-00019 and 3013450937-2019-00020. The device history records, sterilization batch release records, and patient information found that the design manufacturing and sterilization did not lead to this complaint. Should additional information be obtained the report will be supplemented.

Event description:
The patient suffered a fall, which caused their incision to stretch open. A revision surgery was performed to replace three components.